Event description:
Additional information received noted the atrial lead exhibited dislodgement and failed to extend helix during revision. The patient experienced discomfort due to the movement of the lead.

Manufacturer narrative:
The reported events of lead dislodgment and failure to capture were no confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. The cause of the reported event of helix mechanism issue was isolated to blood and tissue in the helix region. No further anomalies were identified.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was found to have exhibited failure to capture. The ra lead was explanted and replaced. The patient had no adverse consequences.